Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 10-apr-2020; product ID: 3389s-40, serial/lot #: (B)(4), ubd: 28-jun-2020, UDI#: (B)(4); product ID: 3708640, serial/lot #: (B)(4), ubd: 14-aug-2021, UDI#: (B)(4); product ID: 3708640, serial/lot #: (B)(4), ubd: 14-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The caller reported that since the lead was placed, the patient's left side symptoms continued and got worse, but the other side symptoms went away. The caller reported that the patients healthcare provider (hcp) thought the lead was in the wrong spot and performed a revision on (B)(6) 2018. The caller reported that since the replacement, the patient had tremor and the therapy was not working well for the left side. The caller reported having emergency programming between (B)(6) to troubleshoot. The caller also reported that the patient felt a prickling feeling at the connector site in their head. The caller reported that the patient stated when they moved their head forward it went away. The caller reported that the patient met the hcp 2-3 weeks ago for reprogramming and the next day, the patient's left shoulder started locking up. The caller reported the hcp attributed that to scar tissue related to implant, however no imaging or testing was done to confirm this. The caller reported that the hcp advised the patient to go to physical therapy for a frozen shoulder. The caller reported the patient met with the hcp again for programming the following day and noticed the same symptom in the patient's right leg. No further patient complications have been reported as a result of this event.